Event description:
Staple failure post procedure. Pt underwent uneventful laparoscopic appendectomy as an inpatient on (B)(6) 2017. Discharged on (B)(6) 2017. Returned to hospital on (B)(6) 2017 with abdominal pain with fever and loss of appetite. Treated medically / conservatively for a few days, with some improvement, but developed abdominal distension with notable exam change. Pt returned to surgery on (B)(6) 2017 for laparoscopic versus open exploration. Surgeon reported "there was a contained perforation and it looked relatively new, what had happened was the staple line had completely split in half." On exploration, "it was very clear the staple line had given way". Surgeon reported concern to vendor. Charge nurse also reported stable concern to vendor on day of event. Please note: the event / surgery date ((B)(6) 2017) when the staple concern was discovered, is not the date of the original appendectomy ((B)(6) 2017) when the staples were placed. The appendectomy surgery was uneventful, therefore there is no lot/serial number, expiration date, or any specific device info to report beyond what was provided in this report.